Manufacturer narrative:
The reported complaint of inaccuracy could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a diana cassette where the customer reported that the technical operator who was setting up the chemotherapies noticed that the quantity taken from diana (13 ml) does not correspond to what was set on the display (15 ml). When inspecting the syringe of the ch4000 in which a different volume of drug was apparently withdrawn, the operator noticed that the graduated marks are not at the same level between this ch4000 and those of another ch4000. The customer did a counter test the following day using physiological solution and aspirating it with another syringe and they noticed that the issue was with the ch4000 (aspirates two ml more than the liquid level on the syringe mark) and not on the diana equipment. The customer stated that one defective device was found. The prepared chemotherapy drugs were 5-fluorouracil. There was no physical defect on the cassette. The problem has not been encountered with certain specific drugs. There was no patient involvement.